Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer has been having trouble with the insulin pump. Caller stated that she has been trying to upload for at least a week now, but now her blood glucose is getting higher and higher. Caller stated that she took the customer off the pump and gave her a correction using a lantus for 24 hour basal. Caller stated that the customer's blood glucose did come down. Caller stated that she changed the site twice.